Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study indicating the symptoms were due to a legal issue that caused anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of major depressive disorder with suicidal ideation on (B)(6) 2017. Prior to an appointment for stimulation adjustment with a neurologist the patient presented fear and anxiety. During the consult the neurologist noted moderate-severe anxiety. For these symptoms the neurologist requested a psychiatric evaluation of the patient. The psychiatrist indicated hospitalization of the patient for observation. Medications were administered on (B)(6). The event was reported as resolved without sequela on (B)(6) 2017, however on (B)(6) 2017 the patient received the clinical diagnosis of major depressive disorder again. The patient at this time the patient presented a hot sensation. The patient and their relatives stated that the patient suddenly began to cry. The patient with psychomotor agitation, they were banging on the table, hitting their head and pulling out their hair shouting that the "engine in their head should be removed" for 90 minutes. Later the patient experienced despair, fear and anguish. The patient went to their neurologist and psychiatrist for evaluation. The patient's therapy was suspended. The etiology was stated as possibly related to the device/therapy, and not related to the implant procedure. The event resulted in an emergency room visit and in-patient hospitalization. The event was resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.